Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears.